Event description:
It was reported that PICC was inserted on (B)(6) 2019, in days following this, PICC was not patent. Cathflo administered x 3, and was unsuccessful in unblocking PICC. PICC was removed and replaced on the same day. On removal, memory observed in PICC at the 13.5cm mark. This was the patient¿s 3rd PICC line. No other information provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed and the cause appeared to be associated with the use of the device. One 4fr single-lumen powerpicc solo was returned for investigation. The catheter exhibited evidence of use. A non-vad injection cap was attached to the solo connector. The tubing extended 8.5mm beyond the 49cm depth mark. A translucent tacky residue was observed on the external surface of the extension leg. The printing was partially worn from the molded wing hub. A red colored residue was observed on the catheter shaft. The 5-10 cm depth marks were partially worn from the tubing. The tubing between the 7 and 8 cm depth marks was flattened. A microscopic examination of the catheter revealed an in impression within the external surface of the tubing at the proximal end of the flattened section near the 7cm depth mark, which may have been caused by a non-vad securement device. Two semi-circumferential creases were observed between the 13 and 14 cm depth marks. A tactual investigation revealed preferential kinking at the semi-circumferential creases in the powerpicc tubing. A functional test revealed that the catheter lumen was patent to infusion. No leaks were detected. The flow was restricted when the catheter was kinked at the crease. An unopened kit from lot recx1647, which contained a 4fr single-lumen powerpicc solo was returned for comparison. Both the used sample and the unused sample were cut near the 15cm depth mark. Measurements of the wall thickness and the outside diameter showed that the tubing on both catheters was within specification. No deficiency associated with the manufacturing process was observed on the catheter. Due to the condition of the complaint sample, it appeared that the kinks developed during use. The product IFU cautions, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1884 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was inserted on (B)(6) 2019, in days following this, PICC was not patent. Cathflo administered x 3, and was unsuccessful in unblocking PICC. PICC was removed and replaced on the same day. On removal, memory observed in PICC at the 13.5cm mark. This was the patient¿s 3rd PICC line. No other information provided.